Event description:
The clinic reported that a laser vision correction patient presented at the one day post op with a striae in their left eye. The flap was repositioned to correct the issue. The patient's visual acuity approximately a week later was 20/40 in the left eye. The patient was started on restasis.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field support or clinical support. All pertinent information available to abbott medical optics has been submitted.